Event description:
During review of internal programming history it was noted a system diagnostic test was performed and resulted in "fault" a second system diagnostic was performed and was ok, however a final interrogation was not performed during the same visit and the patient left. On the next recorded visit dated (B)(6) 2010 the first interrogation the device settings were 1ma / 20 sf / 500 pw / 30 seconds on time / 60 seconds off time which are indicative of faulted diagnostic test.

Manufacturer narrative:
Analysis of programming history.